Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon couldn't control the maryland bipolar forceps instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The maryland bipolar forceps passed the recognition and engagement tests. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional, and no product issue was found.

Event description:
Refer to h11 for follow-up information.